Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2018.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The clinician chose to leave the lead programming "as is" and will continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.